Event description:
I had essure placed as a form of contraception. I was not informed it was a form of sterilization, and I immediately had terrible side effects. I had removal and hysterectomy due to this device in (B)(6) 2017.